Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3006697299-2023-00045; 3006697299-2023-00046. A facility reported that cusa clarity 36khz handpiece (c7036) was used during a "craniotomy occipital right side" for tumor removal, and the patient received a superficial burn on the right scapula and was given first aid treatment with betadine and a duoderm dressing. The handpiece was apparently rested on the scapula on top of the surgical drape. The surgeon's gown had a burn through his surgical gown but had no personal injury. There was no delay in surgery reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the cusa clarity 36khz handpiece (c7036) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis & root cause - the root cause could not be determined since the device was not returned for evaluation. However, based on the reported complaint "patient received superficial burn", it is possible this complaint is due to the handpiece being connected to a cusa excel/cusa excel+ system that was powered on but not in use, and was unintentionally left beside the patient. The handpiece should have been placed on a sterile, flat, dry, nonconductive, and highly visible surface. Inadvertent contact between handpiece accessories and the patient may result in burns. However, without testing it is not possible to verify. Should the product be returned for analysis the complaint will be reopened and evaluation will be completed. This will be monitored and trended going forward. At present, we consider this complaint to be closed.